Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the distal posterior tibial artery (pta) and in the severely calcified anterior tibial artery (ata). A 2.5mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced and successfully dilated the distal pta. Subsequently, the device was advanced to the ata; however, upon inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported; however, as the patient has critical limb ischemia with foot wound, the unsuccessful procedure means that the patient needed to be put on toe amputation.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. The tip is damaged. There are numerous shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the distal posterior tibial artery (pta) and in the severely calcified anterior tibial artery (ata). A 2.5mm x 120mm x 150cm sterling sl balloon catheter was advanced and successfully dilated the distal pta. Subsequently, the device was advanced to the ata; however, upon inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported; however, as the patient has critical limb ischemia with foot wound, the unsuccessful procedure means that the patient needed to be put on toe amputation.